Event description:
Boston scientific received information that a remote monitoring system reported an out of range shock impedance measurement on the device and right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the device information and confirmed a high out of range shock impedance measurement of 131 ohms. Ts provided some potential reasons for the measurements along with some additional testing to be performed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts for further information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.